Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient/reporter contacted animas to report he had frequent loss of prime issues with the animas insulin pump. At the time of concern, his blood glucose was elevated between 175 to 270 mg/dl with symptoms of mild increase urination and thirst. At the time of concern, the patient was able to take bolus insulin and decrease his blood glucose reading to his normal range of 100 to 170 mg/dl range. During troubleshooting, the reported issue was not resolved. The patient confirmed the cartridge cap is secure while the yellow o-ring is not visible on the battery cap. There was no visible crack in the casing. The subject product was not exposed to extreme temperature. There was no associated alarms prior to the alleged event. This complaint is being reported because the patient had symptoms suggestive of hyperglycemia while on insulin pump therapy. The reported issue was not resolved with training. The pump could not be ruled out as a contributor of the event. Hence, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a black box review shows two loss of prime warnings due a low non-zero force on the reported failure period. The total daily insulin delivery correctly reflects the user's programmed basal rates targets. The pump powers on and primes successfully. The pump was exercised for 24 hours, no prime or any alarms occurred during testing. Force sensor calibration reading is within the requirements. The pump passed a 29 hour flow accuracy test and is found to be delivering within the required specifications. The cover was removed and the lcd is holding securely the force sensor pins to pcb socket, no damage was found to the force circuit or to the power circuit.